Event description:
An initial event notification was received by united therapeutics drug safety on 22-sep-2025 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc, on 23-sep-2025. The patient's son reported that one of the patient's remunity pumps was accidentally misplaced. The patient's other remunity pump began beeping the night of (B)(6) 2025 due to water damage, and the patient ultimately went to the hospital to receive intravenous remodulin therapy. According to information provided by cvs, it is unknown if the patient was admitted. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation.